Event description:
Consumer called stating that his m61 power chair allegedly stopped in the middle of a parking lot. He powered it off, then back on, and the chair allegedly jerked him around.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model m61, serial number/date (B)(4) is approximately 5 months old. The owner's manual part number 1125085 rev j (oct-08), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer had a service tech of his choosing come to look at the chair and the tech allegedly found nothing wrong with the power chair. The consumer also alleges that the chair will go too fast when lightly touched then it tends to run very slowly.